Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not establish. However, based on the results of the investigation, the most probable cause of no image was traced to damage cable unit, corrosion on metal part of charged coupled device was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the camera head, which is an olympus asset with separate case. During the evaluation of the device, no image, corrosion on metal part of charged coupled device and foreign object inside the plane glass of charged coupled device was observed. The service repair technician indicated that the most likely cause of the foreign object inside the plane glass of charged coupled device was not established and no image, corrosion on metal part of charged coupled device was due to component filure. There was no patient involvement.